Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading was 10 mg/dl. The customer stated that she stopped breathing twice and thought it might be the pump's malfunction. The customer stated that the pump worked fine and it might be human error. The customer stated that she was in a vehicular accident but did not drive. The customer was transferred to pathway for further assistance.